Event description:
A peritoneal dialysis (pd) patient reported that the patient¿s liberty cycler experienced a watchdog timer error alarm during power up. Alarm occurred a couple times this evening. The screen was dim. The patient was advised to turn the cycler off and unplug the cycler from the outlet for about 15-20 minutes and call back if the alarm did not clear. The patient called back and reported that the screen of a patient¿s liberty select cycler was much darker on the left side than the right side during setup their peritoneal dialysis (pd) treatment. The display brightness was set to 10. The patient was able to read the screen but was concerned that it may get worse. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available as the patient elected to continue using the cycler. Upon follow up, it confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were visual indications of dried fluid within the cassette compartment on the door and on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed. There were visual indications of dried fluid on the bottom pump cover under the pump assembly and on the bottom cover behind the front panel. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Corrected information provided in h6.

Event description:
A peritoneal dialysis (pd) patient reported that the patient¿s liberty cycler experienced a watchdog timer error alarm during power up. Alarm occurred a couple times this evening. The screen was dim. The patient was advised to turn the cycler off and unplug the cycler from the outlet for about 15-20 minutes and call back if the alarm did not clear. The patient called back and reported that the screen of a patient¿s liberty select cycler was much darker on the left side than the right side during setup their peritoneal dialysis (pd) treatment. The display brightness was set to 10. The patient was able to read the screen but was concerned that it may get worse. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available as the patient elected to continue using the cycler. Upon follow up, it confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.